Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
¿Plaintiff was implanted with the monarc subfascial hammock on (B)(6) 2010 during a procedure to treat plaintiff for stress urinary incontinence.¿ the plaintiff¿s attorney alleges that, the ¿product has caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering, including dyspareunia, mesh erosion, and pelvic pain.¿